Event description:
It was reported that the handpiece continued to run on its own during an orthopaedic procedure. There has been no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The driver has been received at the MFR, and a quality eval will be conducted. A f/u report will be submitted once the investigation is complete.